Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he needed assistance with programming the insulin pump. Customer sounded slow and was asked to take a finger stick since he had not been using the pump. Customer's blood glucose was 115 mg/dl 2 hours ago. Customer stated that he was hard of hearing. Customer's blood glucose was 43 mg/dl. Customer treated with a glucose drink. The call was lost and the customer called back. His blood glucose was 71 mg/dl. Customer stated that his low reading was due to not eating enough lunch. Customer was still using the old pump and was advised to discontinue use of the old pump. Customer was asked to take another finger stick and his blood glucose was 96 mg/dl. Customer was not connected to the pump. Customer's blood glucose was 69 mg/dl at the end of the call. Customer was asked to treat. Customer declined troubleshooting for low blood glucose.